Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 07/20/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2016 with the following findings: a visual inspection of the pump showed that the keypad cover was undamaged. During testing, all the buttons responded appropriately. No evidence of contamination was found under the key contacts. Unrelated to the complaint; the battery compartment was cracked.